Event description:
The drill bit broke during the surgery. Broken part of the drill bit remained on the pt bone. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. Device has been received and is currently in the evaluation process.